Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the placeholder accounts were not resolving to the actual account. The customer reported that the placeholder account was being created from an order arriving before the adt. Once the adt information was received in pyxis, the placeholder should have resolved to the actual adt account, but this did not occur. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the placeholder patient account was not resolved to actual account. A technical support specialist (tss) dialed into the application server and reviewed the settings under interface setup. The external patient identifier type was set to admit discharge transfer (adt) - cerner bc with the patient identifier code and standard patient identifier type both set to medical record number (mrn) and use on outbound was enabled. Under external systems, it was determined that the adt record and the placeholder account had not merged successfully because the mrn did not match. After reviewing the attachment, the tss confirmed that the mrns were different and advised the customer accordingly. The system functioned as intended after the technical support specialist troubleshoot the device.